Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the battery of the unit is no longer holding a charge and will only work when plugged into an outlet. System shuts down when unplugged from the outlet although the battery is reported to show system should run on battery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery of the unit is no longer holding a charge and the unit will only work when plugged into an outlet was confirmed. The sr8 battery was at 100% and when unplugged from the ac adapter ran on battery power for about two minutes before shutting down. The root cause of the reported issue is the internal battery failed. The device was serviced, tested and returned to customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the battery of the unit is no longer holding a charge and will only work when plugged into an outlet. System shuts down when unplugged from the outlet although the battery is reported to show system should run on battery.